Event description:
It was reported that prior to an abdominal aortic aneurysm repair procedure, pre-close placement of the perclose proglide sutures was attempted in the mildly calcified common femoral artery via a 6-french sheath. Reportedly, after successfully deploying the first proglide device an attempt was made to deploy a second proglide device, but a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present on the needles. The device was removed over a guide wire and another proglide device was deployed successfully in opposite orientation. The sutures were set to the side, the access site was upsized to an 18-french, and after conclusion of the abdominal aortic aneurysm repair procedure, hemostasis was achieved with the sutures. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was not confirmed; however, a needle-to-cuff detachment occurred that would result in a failure to retrieve the suture and appear very similar to the operator as a cuff miss. Inspection of the returned device revealed that although the anterior and posterior cuffs successfully captured their respective needles, the posterior needle became detached from the posterior cuff during the needle plunger retraction/suture retrieval process as evidenced by bent and flattened posterior cuff tabs. Needle-to-cuff detachment indicated that there was likely resistance encountered while retracting the needle plunger to retrieve the suture. Additionally, because the suture was not returned with the device, it could not be determined if the suture was dragged through the device while retracting the needle plunger. During lab testing, the needle plunger was reinserted and retracted successfully without any observable resistance which could have contributed to needle-to-cuff detachment. A cause for the posterior needle-to-cuff detachment could not be determined. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The reported mild calcification could have contributed to the posterior needle-to cuff detachment; however, this could not be confirmed. The proglide instructions for use state that the safety and effectiveness of perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site.